Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated nor could telemetry be established. A magnet was applied and no tones were emitted from the device. The patient had been seen a few months earlier for routine follow-up with no anomalies reported, and then the patient had a non-cardiac related procedure a month later. Due to the recent observations, surgical intervention was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case noted a mark on the case near the header and antenna. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected. The field observations were confirmed.